Manufacturer narrative:
Supplemental to update code..

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient has not been able to get any coupling boxes. A poor coupling screen (4 bars or less) was seen when attempting to recharge. Antenna locate was done at the time of the report, but did not resolve the issue, as they only got a range of 54-58. No implantable neurostimulator (ins) pocket issues were reported. The rep reviewed that the pocket looks ¿clear.¿ they can feel the ins, and it doesn't feel ¿buried¿ or ¿too deep¿ in their opinion. It was also noted that the ins felt ¿flat¿ as it should be, and not tiled. The rep stated that the patient has had the ins off since implant. Additional information received from the rep on 2017-04-28 indicated that the patient tried to recharge at home, and was still having issues. A different recharger was used, but that did not resolve the issue. Antenna locate was done again, but still only resulting in values of 32 across the board. It was noted that the patient is very thin, and the ins was implanted behind a thin layer of fat. The rep mentioned that the patient programmer communicates with the ins successfully. X-rays were done of the patient¿s ins in their right flank. The ins did not appear to be flipped, but it was noted that the header block was sitting on the side rather than the top. Antenna locate was attempted yet again while keeping the position of the ins in mind, but the patient still did not have any success. The rep was going to do a few more attempts. It was reviewed that exploratory surgery may be needed, as well as further evaluation of the ins. No further complications or patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 0217-05-19 reporting that the issue was resolved. The patient was taken back to surgery and it was discovered that a large seroma was covering and surrounding the battery. The surgeon cleared the seroma and they were able to get 8 coupling cars with the charging unit. The patient¿s weight was unknown. Clarification was asked in follow-up to determine if there was a hematoma, seroma, or both. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The representative confirmed that a seroma had been found at the ins site, which was confirmed during surgical intervention. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that the lead had migrated. The patient was currently in the operating room for the lead revision and when they were opened a fairly large hematoma was discovered over the battery between the implant and the patient¿s skin. It was stated the lead revision was occurring because the patient was not getting coverage on the right side but was getting coverage on the left. It was noted that a thoracic x-ray had been done the day before and showed the lead had migrated and the leads were basically sitting on top of each other. It was mentioned that the patient had a lot of other work in their spinal cord so if the revision didn't work they might need to go to a surgical lead. The implant had been off due to coupling issues and when the patient met with the representative the week before for reprogramming they indicated they were only having coverage on the left side.